Manufacturer narrative:
The device was received on 02-apr-2024. The investigation was completed on 22-apr-2024. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the force value was observed up to 75g on the carto 3 screen. This value could be considered a high force value; however, this cannot be conclusively determined. In addition, the force vector was observed inverted on the carto 3 screen. The customer complaint was confirmed based on the video received. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening test evaluation of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The force feature was tested, the device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the hole in the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. It should be noted that product failure is multifactorial. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: picture investigation: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: no problem detected (d14) were selected as related to the picture provided and the customer¿s reported ¿force values displayed high¿ and the ¿force vector displayed inverted¿ issues. -investigation findings: software problem identified (c10) / investigation conclusions: no problem detected (d14) / were selected as related to the picture provided and the customer¿s reported ¿force values displayed high¿ and the ¿force vector displayed inverted¿ issues. Device investigation: -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force values displayed high¿ and the ¿force vector displayed inverted¿ issues. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that during the procedure, the force values displayed were high and the force vector displayed on the carto was inverted. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-apr-2024 reddish material and a hole in the surface of the pebax was observed. This event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 22-apr-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
During an internal review on 16-may-2024, noted a correction to the 3500a initial. In error did not process h8. Usage of device. Therefore, added "initial use of device" in this field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).